Manufacturer narrative:
The navio camera used for treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The evaluation followed pv0002 rev c. The aak would not successfully complete the aak assessment (bucket trimmed message). The camera event log was evaluated. The event log shows numerous illuminator fault errors. The camera was connected to a system and case (cut mode) for 4 hours. The reported problem was confirmed. The infrared lamp error presented. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the part with the failure modes ¿display or visual feedback problem¿ and "system hardware fault" and "functional - system hardware fault" identified similar events. The most likely cause of this event is an electrical failure of the illuminator board. The camera is an OEM part and cannot be further disassembled to arrive at a root cause. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a tka procedure, after the handpiece registration, they received an error message saying that the camera infrared light was not working properly. They hit continue and had no issues during the case. It was continued without delays. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.